Manufacturer narrative:
Note: it is unknown which lead had high impedances and which leads migrated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that issue was resolved and effective therapy was confirmed.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced to address the issue. Note: device reported under 1627487-2021-17786 migrated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17784. Related manufacturer reference number: 1627487-2021-17785. It was reported that the patient experienced ineffective therapy. Patient¿s one of the leads has high impedances and the other two leads have migrated. As such, surgical intervention may take place at a later date to address the issue.